Event description:
New information noted that the right ventricular lead also exhibited noise. The lead was explanted and replaced on (B)(6) 2018. The patient was in stable condition.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing. Analysis of the episodes showed crosstalk between atrial and ventricular leads. There were no other electrical anomalies. No patient symptoms were reported. The patient was scheduled for follow-up.

Manufacturer narrative:
Final analysis found a complete lead was returned in two pieces. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
Final analysis found external insulation abrasions at 11.4 cm to 11.5 cm, 12.2 cm to 12.5 cm and 20.1 cm to 21.4 cm from the connector pin. The abrasion was consistent with exposure to constant friction against another implantable device.

Event description:
New information noted that chest x-ray showed lead insulation anomaly.

Manufacturer narrative:
Correction: the occupation of the initial reporter should have been nurse rather than physician.